Manufacturer narrative:
Software investigation on-going.

Event description:
A medtronic ent representative reported that while in an ent procedure, the surgeon could not successfully register a pt using tracer. The medtronic representative reported the accuracy was off by a centimeter after using tracer and when the surgeon tried to check accuracy the tip of the probe appeared to be below the skin. The surgeon used pointmerge, instead of tracer, and was able to get a successful registration. The medtronic rep also explained that this was not a large pt; there was no loose skin; and he noted the tracer probe would register before it was actually put into the divot. The surgery was completed with the use of the fusion navigation system. There was no impact on pt outcome.